Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was capped and surgically abandoned due to an unspecified product performance issue. The local field representative suspected that the lead was replaced due to high threshold measurements, however, could not confirm. An epicardial lead was successfully implanted. No adverse patient effects were reported.